Manufacturer narrative:
There was no device available for analysis so no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient with this artificial urinary sphincter (aus) was experiencing incontinence. The physician attributed the incontinence to atrophy. The device was explanted and a new system with a smaller cuff was implanted. There were no patient complications reported.